Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not recharge the scs ipg per the manufacturer's recommendation. Troubleshooting was attempted but ipg could not connect with the external devices. In turn, the ipg was inoperable. Surgical intervention may be pending to address the issue.